Event description:
It was reported to baxter (B) (4) the reservoir of a half day infusor ruptured. No patient involvement; therefore, no patient injury or medical intervention necessary. No additional information available.

Manufacturer narrative:
Evaluation summary: the device was evaluated by a baxter technician. The reported malfunction of "reservoir ruptured" was confirmed. The issue is currently being investigated under CAPA (B) (4). (B) (4)